Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, missing end cap sticker, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 86 mg/dl. Customer was able to rewind the device but when she attempts to prime the device alarms. The device was not exposed to an MRI. Customer stated she was able to complete rewind device but the device would alarm again during prime. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced.